Manufacturer narrative:
The device is reportedly not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date. The UDI number is ¿ni¿ as the catalog number was not provided. Attachment: article titled, a case of successful perioperative no use in the right-to-left shunt that appeared after septal puncture in a patient with pulmonary hypertension.

Event description:
This is filed to report perforation. It was reported in an article review that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted pulmonary hypertension, bradycardic atrial fibrillation, complete atrioventricular block, chronic kidney disease, and chronic obstructive pulmonary disease. The steerable guide catheter (sgc) was advanced to the mitral valve; however, a right-to-left shunt after perforation of the septum was observed. The procedure continued and a clip was successfully deployed. One clip was implanted, reducing mr to 1. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation could not be determined. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: after the steerable guide catheter (sgc) was removed from the patient without issue, a shunt was observed and was not treated. The physician stated the sgc possibly caused or contributed to the shunt. Additional treatment was not performed and will be determined on the next follow up. No other information was provided.